Manufacturer narrative:
H10 additional narrative: corrected:h3 product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the complaint; the impactor has broken root cause attributed to product design depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A very large piece has broken off the impactor.